Event description:
Patient reported that, in 2005, their blood glucose measured 162 mg/dl, before going to sleep. The following morning, while attempting to test their blood glucose, patient's hand cramped, and they began seizing. Emergency medical services were contacted, and upon their arrival, patient's blood glucose measured >500 mg/dl. They were transported to the hospital, and admitted to the intensive care unit, where there blood glucose measured 1310 mg/dl. Patient was treated with an insulin drip and IV fluids. Patient indicated that they could not remember if they were wearing the device at the time of the incident.